Event description:
The customer received a blood glucose reading of 42mg/dl on the breeze2 and she felt weak, exhausted and shaky. Her sister gave her 2 bottles of orange juice, a sandwich and milk. Two hours later her glucose level rose to 76mg/dl. Customer was advised to return the strips for evaluation. New strips and meter were sent to her.